Event description:
The customer reported that during a pt procedure they were unable to hear the pt due to loose connections of the cables of the audio module. There was no report of harm to a pt or operator.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).